Manufacturer narrative:
(B)(4) - device unfolds slowly. (B)(6). Placeholder.

Manufacturer narrative:
Device remains implanted all pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Follow-up information from the reporter indicated that because the intraocular lens unfolded slowly and that the haptic was not stuck to optic as initially reported, the complaint is no longer a malfunction medical device report (MDR). All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that a surgeon noticed that as he implanted an intraocular lens (iol) that it unfolded slower than usual and the haptic stuck to the optic. There was no patient injury reported and the iol remains implanted. The serial number of the device was not provided, nor the date of the event or any patient information (age, gender, eye affected).

Manufacturer narrative:
Additional information received stated that the intraocular lens (iol) was slow to unfold. The haptics were not stuck to the optic as initially reported. The serial number of the lens was not known. All pertinent information available to abbott medical optics has been submitted. Placeholder.